Manufacturer narrative:
(B)(4). Batch #: u9584u. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No the tissue pad wasn't missing at the start, it slowly came off and detached. Fell into patient but was then retrieved. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was returned. In addition the remaining tissue pad piece was firmly attached to the clamp arm and not detached as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the tissue pad melted and came loose from the inactive jaws of the instrument. The piece was removed from patient and a new device was used to complete procedure. No adverse patient outcome.